Manufacturer narrative:
Received one used. List #a1129, 7" (18 cm) appx 0.31 ml, smallbore pressure infusion (400psig) ext set w/remv microclave® clear, clamp, nanoclave® t-connector (purple ring), rotating luer. As received a visible crack was observed on both returned samples. Both sets were tested as per procedure and leaking from the crack on both the female luer was confirmed. The complaint of leaking issues with t-connector can be confirmed. The probable cause of the crack is unknown. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.

Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed.

Event description:
The complaint/event involved a 7" (18 cm) appx 0.31 ml, smallbore pressure infusion (400psig) ext set w/remv microclave® clear, clamp, nanoclave® t-connector (purple ring), rotating luer. Leakage of an unspecified infusate was reported with the t-connector (where the male adapter connects) while hand flushing in the emergency department. There was no report of human harm.